Event description:
It was reported by the rep that (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported that the surgeon encountered scissoring and/or incomplete clip closure. The case was completed with another device and with no pt consequence.